Manufacturer narrative:
Our dealer fe evaluated the unit and replaced the compression motor gear box. The site stated the patient was even aware any malfunction.

Event description:
The auto release button didn't release the compression paddle and when the technologist used the manual compression release knob the paddle rasied up and then slowly came back down almost recompressing the patient. The technologist then used the maual release knob to raise the paddle and ask the patient to step back out of compression.